Event description:
Additional information was received from the rep. It was reported that the patient was scheduled for allergy testing on (B)(6) 2016. The rep was to see the patient on (B)(6) 2016 prior to the allergy testing at the patient's request.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported an allergic reaction in the area of the implantable neurostimulator (ins). The allergy was not confirmed. The intervention taken to resolve was partial system explant. The physician explanted the ins and extension due to tenderness and drainage from the ins pocket site. After explant the physician cultured the area and the culture came back negative for any infection. The physician did not re-implant until (B)(6) 2016, during this time the patient was doing fine with no tenderness or drainage. The indication for use included spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information received reported that the consumer saw their primary physician on (B)(6) 2016. On (B)(6) 2016, the battery and leads were removed. Then on antibiotics from (B)(6) 2016. The patient thinks that the manufacturer representative was informed of the issue on (B)(6) 2016 because they were in surgery with the physician on (B)(6) 2016.

Event description:
Additional information was received from the rep. It was reported that the patient had no new findings as of (B)(6) 2016. The patient was scheduled for allergy testing in late (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the tenderness and drainage first started after implant between the (B)(6). On (B)(6) 2016 the patient was put on antibiotics and on (B)(6) 2016 the ins and leads were explanted. The patient reported that the first medtronic representative was informed of the patients tenderness and drainage at this ins site on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.